Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient indicated that the cycler had displayed a scale reading error in the past. The patient reported experiencing symptoms of nausea and vomiting. Upon follow up with the patient's nurse, it was confirmed that patient had her fluid strength increased in order to drain the excess. The patient has been utilizing continuous ambulatory peritoneal dialysis. According to email correspondence received from the clinic on (B)(6) 2018, the patient has continued to experience symptoms of nausea and vomiting, which are believed to be related to diet or blood glucose management.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: based on the available information the liberty select cycler cannot be completely ruled out as a potential causal or contributory factor in this event. Notably, the pt¿s symptoms of nausea and vomiting persisted during day time dwell (while not connected to the cycler) and the pt¿s nurse speculated these symptoms may have also been related to the pt¿s diet and glucose management. The pt. Reverted to capd therapy (date unknown) and it appears the pt. Was not compliant with the prescribed fill volume. It appears the pt¿s symptoms of nausea and vomiting lingered after the pt. Changed to capd therapy (date unknown) until on 8/mar/2018 when the physician increased the pt¿s dry weight (the pt. Was not able to achieve the previously prescribed dry weight) and advised the pt. To use an increased strength pd solution to help remove excess fluid. Given this information, it is possible the pt. Was not using the required pd solution strength to adequately achieve ultrafiltration goals and/or the pt¿s dry weight was too low and therefore may have been inducing nausea and vomiting with any ultrafiltration beyond the pt¿s actual weight. Due to the multifactorial potential causes, actual causality cannot fully be determined. Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient indicated that the cycler had displayed a scale reading error in the past. The patient reported experiencing symptoms of nausea and vomiting. Upon follow up with the patient's nurse, it was confirmed that patient had her fluid strength increased in order to drain the excess. The patient has been utilizing continuous ambulatory peritoneal dialysis. According to email correspondence received from the clinic on 3/8/2018, the patient has continued to experience symptoms of nausea and vomiting, which are believed to be related to diet or blood glucose management.